Manufacturer narrative:
The product was returned for analysis, and the reported complaint could not be observed. Intraocular lens (iol) was not returned. Only the device was returned. The device was returned loose in a plastic bag. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been fully advanced outside the nozzle. No damage observed. The product investigation could not identify the root cause for the reported complaint "haptic tore & plunger went right over the haptic" as the lens was not returned. Only the device was returned for evaluation. Due to this, we are unable to confirm the lens and the plunger position for advancement and determine a root cause. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during the intraocular lens (iol) implant procedure, the iol haptic was found to be torn. The reporter confirmed that the device did not make contact with the patient during the attempt. Additional information was requested and received stating that the injector went over the lens and tore the haptic with patient contact. In the surgeon's opinion, the haptic was stuck underneath the plunger and was sheared when implanting. The procedure was completed on the same day with no patient harm.